Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to an intermittent front response button, causing it to be non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The device was started up at 07:16:51 on (B)(6) 2025. At 09:58:59 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 160 bpm degrading to vf with low/varying amplitudes degrading to asystole with intermittent cardiac activity. The device properly detected vt/vf. Varying rates and amplitudes prevented the lifevest delivering a treatment. The device was shut down at 10:16:55 on (B)(6) 2025.